Event description:
A case of pericardial effusion was reported during an atrial fibrillation procedure where the versacross rf wire and versacross transseptal sheath were used. Transseptal puncture was achieved without rf application due to a thin septum after dropdown and rewire was performed multiple times over the course of 30-minutes due to patient's difficult anatomy. The physician proceeded to administer heparin and continued with the procedure. The patient's blood pressure dropped approximately 5 minutes later and an effusion was observed on intracardiac echocardiography (ice). Pericardiocentesis was performed and protamine was administered to reverse heparin. Patient was stable shortly after and transferred to the ICU. The procedure was aborted. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross rf wire with MDR number 9710452-2021-00058.

Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device malfunction.